Event description:
Reporter states patient tested 4.2 inr and 1.1 inr on the coaguchek xs plus system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.